Event description:
During a period of time while using different lots of libre 3 plus sensors I have been receiving highly inaccurate readings from the device which could have resulted on too high of a dosing of insulin to treat false highs or too high of carbohydrate intake to treat false lows. One sensor in february gave a reading of 103 while a finger stick gave 154 and another reading of 65 while a finger stick gave a reading of 99. My current sensor gave readings of 55 (94 finger stick), 67 (107 finger stick), 56 (100 finger stick), 60 (104 finger stick), 102 (134 finger stick), and 62 (130 finger stick). Pt: 4582. Device: 2460. Ref: mw5186990.